Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump soft key sticks intermittently. This occurred programming/setup in the sterile processing dept. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, soft key sticks intermittently was reproduced. A review of the event history revealed multiple "system error 110" messages as evidence of allegation of "'soft key sticks intermittently'".a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be due to cracked #3& #4 key.. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.